Event description:
It was reported that a patient experienced a pericardial effusion. During an atrial fibrillation procedure, a versacross connect access solution kit for faradrive and a farawave pulsed field ablation catheter and were selected for use. After approximately 10min, the nurse noticed that the heart rate increased around 135 and the blood pressure was around 52. The physician used echocardiogram to verify an effusion occurred and confirmed that one had accumulated. The procedure was stopped and a pericardiocentesis was performed to drained approximately 400cc of liquid. The condition was stable, and the patient was sent to recovery and is expected to fully recover. Imaging was unable to locate a perforation. The devices are not expected to return as they were disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed and could not be returned, we have determined that pericardial effusion, hypotension and tachycardia are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of pericardial effusion, hypotension and tachycardia are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, hypotension and tachycardia are known inherent risk of the faradrive device. Tachycardia is considered within the risk threshold of arrhythmia. Pericardial effusion, hypotension and arrhythmia are expected procedural complications addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
It was reported that a patient experienced a pericardial effusion. During an atrial fibrillation procedure, a versacross connect access solution kit for faradrive and a farawave pulsed field ablation catheter and were selected for use. After approximately 10min, the nurse noticed that the heart rate increased around 135 (tachycardia) and the blood pressure was around 52 (hypotension). The physician used echocardiogram to verify an effusion occurred and confirmed that one had accumulated. The procedure was stopped and a pericardiocentesis was performed to drained approximately 400cc of liquid. The condition was stable, and the patient was sent to recovery and is expected to fully recover. Imaging was unable to locate a perforation. The devices are not expected to return as they were disposed.